Manufacturer narrative:
One device was returned for investigation. It was reported that the device had motor not running error later also got motor rate error, and that they replaced the main pcb and the issue still occurred. Confirmed customer report of ¿motor rate error¿ and ¿motor error¿ with visual inspection during review of device log. Duplicated ¿motor rate error¿ during occlusion testing. The motor can be heard to engage but quickly stops. Inspection of drive train showed the leadscrew was overtightened and unable to rotate. Probable cause due to over-tightening during device service. Device was missing 2x tamper seals indicating device was serviced. Complaint is resolved by loosening the leadscrew nut to allow motor rotation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date and month-valid, year-not provided. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had motor not running error later also got motor rate error. There was no reported patient involvement and harm.